Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b the reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-15-07 - sup/post aug plate, l rs glenoid baseplate: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: (B)(6), 320-42-00 - equinoxe reverse 42mm humeral liner +0: (B)(6), 315-35-00 - glnd kwire: (B)(6), 315-35-00 - glnd kwire: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Approximately eight years and ten months post-surgery, the patient underwent surgery to remove the shoulder prosthesis and was revised to an antibiotic spacer. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available.